Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead was oversensing noise triggering pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after.